Event description:
The pt reported elevated blood glucose readings of 200 to 404 mg/dl with her normal range being no higher than 163 mg/dl. She stated, she is not experiencing any symptoms and she corrects her readings by bolusing insulin by injection. The pt expressed concern that she is not absorbing insulin properly due to scar tissue on her abdomen. She stated, she is afraid to use other areas as they are difficult to reach. Troubleshooting did not find any product issues. Site management, an insertion device aid, and sample infusion sets were sent to the pt. On follow up, the pt stated her blood glucose reading was 120 mg/dl. She said, her daughter had checked the pt's insulin cartridges and found they had air bubbles in them. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.